Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic obstructive pulmonary disease and congestive heart failure. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no signs of contamination on the outside of the device. An internal visual inspection was completed by the manufacturer. The manufacturer confirmed there was an unknown contaminate on the inlet port, blower motor broken and screw joint broken. There was also evidence of sound abatement foam degradation inside of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer found zero errors on the device. The manufacturer concludes evidence of sound abatement foam degradation inside of the blower box . The manufacturer also found an unknown contaminates on the inlet port. In the initial report clinical code for symptoms nasal and throat irritation were not mentioned which has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic obstructive pulmonary disease and congestive heart failure. The patient was prescribed medication in response to the reported event. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.